Event description:
Device was implanted on 09/24/1994. Patient complained of continuing pain. At the time of explant on 05/20/1997, construct was found to be loose and the bone at l4 on the left side was cracked and a bone overgrowth was compromising the left l5 nerve.